Event description:
Tv-100 transport ventilator #34 battery found completely discharged, power pack heats up when charging and not charging significantly after more than 1 hour plugged in (device will not turn on). Pulled from service and delivered to clinical engineering. Out biomedical team is waiting on parts for all devices out of service for repair, so we are down to a critically low number of vents" and the vendor is not replacing the parts in a timely manner so they are not safe to return to service. Manufacturer response for transport ventilator, tv100 (per site reporter).